Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 389066 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2007, wg124965 competitor implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device check an episode of noise was observed on the right ventricular (rv) lead. The event may have been premature ventricular contractions or t-wave oversensing (twos). The noise was not able to be replicated, and impedance, threshold, and sensing were stable. The lead remains in use. No patient complications have been reported as a result of this event.